Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron continu-flo solution set was leaking from an unspecified location. The device was being set up to deliver midazolam when it was noted that the device was broken and there was an external leak. The device was disconnected and changed. The issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.